Event description:
It was reported by the customer that a pyxis anesthesia system (pas) was not communicating with the network. The customer stated that the user was able to remove the medication from another station. There was no delay to the patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the network cable was plugged into the wrong port. A field service engineer plugged into the right port to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.